Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The customer restarted the unit and placed unit back in service. No ge service requested.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient involvement.